Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported blank screen which was reproduced. The reported condition was verified. Visual inspection found the cause was a crack in the liquid crystal display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen display during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.